Manufacturer narrative:
Pir: 00284480 (1 of 6).

Event description:
Customer alleged to have identified a partially retracted plastic safety shield. This report is due to a retrospective postmarket surveillance review. There were no reports of patient or user injury for this event. Product was not returned by the customer for further investigation.